Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm diameter was 6 cm. The following month, a computerized tomography scan demonstrated excellent stent graft position with no evidence of migration, deformation, or aneurysm enlargement, and the aneurysm diameter had decreased to approximately 5.5 cm. An endoleak was noted in the right iliac limb near the flow divider and was reported to be related to a suture hole or to wear associated with adjacent calcified plaque. No collateral arteries were noted to be feeding the aneurysm. Because of the location of the endoleak, it was reported that the use of an endovascular cuff was not an option. Also, the patient was not considered to be a surgical candidate because of their age, frailness, and previous surgeries. Because of these factors, the decision was made to implant a talent 28 mm diameter x 16 mm diameter x 17.5 cm length aorto-uni-iliac stent graft and perform a femoral-femoral bypass. On 01/2002, iliac tortuosity was reported to be mild to moderate, and aneurysm diameter was 5.4 cm. The aneurysm neck was mildly angulated. On 02/2002, the patient was brought to the operating room and draped and prepped in the usual sterile fashion. The appropriate needle, guidewires, and sheaths were utilized. The talent stent graft was inserted through the right common iliac artery to the renal arteries. The patient had an accessory right renal artery that the physician had planned to cover with the stent graft. The stent graft was pulled down to the right lower accessory renal artery and deployed without difficulty. The balloon within the device was used to iron out the graft and allow for proximal and distal fixation. The physician sutured a wallgraft endoprosthesis closed at the proximal end so it could be used to occlude the left iliac artery. The wallgraft was advanced into the left iliac artery and deployed, covering the left hypogastric artery. A gore-tex graft was anastomosed to the femoral arteries, and a right femoral to left femoral bypass was performed. No endoleak was noted at the end of procedure. No additional clinical sequelae were reported, and the patient is reported to be fine.